Manufacturer narrative:
We are working with the initial reporter to obtain more details and device information. If more information is obtained, a follow-up report may be submitted.

Event description:
After the product was inserted into the patient, the tip of the bending part became stuck after a short period of operation. After removing the product from the patient, the doctor found that the gear part of the bending part was damaged. At this time, a cervical laceration occurred. The product was replaced immediately, but the operation was delayed by 5 minutes.